Event description:
In 2007, the patient reported that she was not able to retract the piston rod of the infusion device. She stated that she changed the battery twice in an attempt to retract the piston rod. To troubleshoot the patient was instructed to again change the battery and to perform the "change cartridge" procedure to retract the piston rod. The piston rod began to retract and then stopped and the infusion device began "grinding." The patient stated that the infusion device has not been dropped and insulin had not been spilled in the cartridge compartment. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.